Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Impactor is broken.

Manufacturer narrative:
Examination of the returned device confirms the reported breakage. The root cause is attributed to product wear out through normal use and servicing. The investigation has now been assigned for further investigation by the CAPA review board. Further information shall be available through reference to (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.